Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the scs system was explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy and the scs system wouldn't increase stimulation prior to his programs stopped working a few months ago. Reportedly, reprogramming was attempted to no avail. In turn, x-rays were ordered and results returned normal. However, surgical intervention may be undertaken as the next course of action to address the issue.